Manufacturer narrative:
Patient information is unknown. Date of event is unknown. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Patient code: reoperation was performed to remove all broken pieces. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the matrixmandible locking screw broke approximately one year after implantation. Re-operation was performed on (B)(6) 2018. All broken off fragments were removed from the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection investigation site: cq zuchwil; selected flow: 5. Broken visual inspection: the screw head is broken off as complained, the breakage occurred just below the screw head. The broken off shaft was also returned for evaluation. The cross-slotted recess of the screw shows signs of use. Dimensional inspection: the relevant dimensions cannot be verified due to the damage incurred. Drawing/specification review: could not be performed due to missing lot information. Material review: the certificate of the raw material could not be reviewed due to missing lot information summary: the received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. The damage occurred is determined to be post production/acceptance criteria. Since the exact lot number is not known, the present complaint cannot be further analyzed. The visual inspection showed that the broken surface is homogeneous which indicates material conformity. The clinical design risk management document was reviewed and found to adequately address this complaint condition. A definitive root cause was unable to be determined with the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.